Event description:
Multiple pump issues, all sent back to baxter for repair. Pump1- confirmed issue, door not closing with tubing installed. To vendor for repair. Pump2- system error 322 confirmed, sent to baxter for repair. Pump3- patient's pump that had norepinephrine in it had alarmed stating "system error". Turned on and off to reset it and then the patient's norepinephrine settings were erased. Caused a delay in norepinephrine getting to the patient. Patient's map dropped. Sent to baxter for repair. Pump4- pump continues to alarm upstream occlusion despite being cleared and free flowing when removed from pump. Sent to baxter for repair. Pump5- pump confirmed to have system error 345 thermistor disparity. Sending to baxter for repair.